Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) to report that he was experiencing a power issue with his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue with the subject meter began at an unspecified time on (B)(6) 2011. The cca noted that the patient manages his diabetes with pills, diet and exercise and due to the alleged issue he continued taking his usual dose. The patient claimed that on (B)(6) 2011, at 1 am, after the alleged issue began, he felt sweaty and was having difficult time breathing. In response to his symptoms at approximately 2:30 am, reportedly he was in the emergency room (ER) receiving IV glucose. His glucose was tested on an ER meter at 3 am, and a result of "59 mg/dl" was obtained. During the initial call with customer service, the cca noted that the correct test strips were used and there was no information of misuse of the device. The issue was resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.